Event description:
During a follow-up a few hours post-implant, an echocardiogram revealed the patient experienced an effusion resulting in cardiac tamponade due to perforation of the blood vessel. It was alleged that vessel was perforated by the guidewire while implanting the left ventricular (lv) lead. A surgery was performed to address the injury, and the lv lead was explanted and replaced to resolve the event. The patient was stable.